Event description:
The customer reported a leak when using the unicel dxc 800 synchron system. The customer described the leak as soapy fluid that seemed to be coming out of the hole that the cartridge chemistry (cc) sample probe goes into when dispensing sample over the reaction wheel of the instrument. The instrument generated an error condition of "cuvettes failed water blank" for approximately 30 cuvettes when the leak was identified. The leak was contained to the instrument. The operator was wearing gloves and a lab coat while operating the instrument. There was no report of operator exposure or injury. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the analyzer and confirmed an intermittent leak from the cc (cartridge chemistry) sample probe collar wash valve. The collar wash valve was replaced to resolve the problem. Identified failure mode: the failure mode is the collar wash valve (p/n 472689). A leaking collar wash valve can impact any or all chemistries, including critical chemistries, upon recur. The beckman coulter (bec) internal identifier for this report is (B)(4).